Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm, vticmo12.6, -9.5/2.5/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged and the problem resolved..

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic deformed and residue on lens. Method code 10- for product evaluation, result code 114- operational problem identified. Claim#: (B)(4).